Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not recognize when cassette has been attached to the device. Whenever locking the door latch, device states "cassette locked, but not latched. Unlock and reattach cassette". There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device does not recognize when cassette has been attached to the device. Whenever locking the door latch, device states "cassette locked, but not latched. Unlock and reattach cassette¿¿ was confirmed during the latch lock test. The probable cause was damaged flex circuit sensor. The flex circuit sensor was replaced. Updated software and the device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.